Event description:
It was further reported that cardiac enzymes drawn the same post index procedure were elevated. In addition, to the intravenous integrilin, the patient also received intracoronary nitroglycerin. Furthermore, it is the opinion of the physician that this event is unrelated to the taxus liberte stent.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, the patient experienced sluggish flow, st elevation, myocardial infarction and chest pain. Access was gained via the right femoral artery and the target lesion reached using an al3 guide catheter due to a severely dilated aorta. The 80% stenosed, eccentric and 15mm long target lesion was located in a saphenous vein graft in the proximal left circumflex artery with a reference vessel diameter of 4.0mm. A filterwire ez 190cm embolic protection system was advanced, but was unable to reach the distal vessel due to the severely dilated aorta. The device was removed and the procedure proceeded without embolic protection. A 3.0x15mm non bsc balloon catheter was advanced using a double-wire technique and inflated with inadequate results. The 4.0x20mm taxus liberte stent delivery system was then advanced and the stent deployed at a maximum pressure of 16atm resulting in 0% residual stenosis. However, the patient experienced chest pain and there was sluggish flow associated with transient st elevations and myocardial infarction which required thrombectomy using a non bsc thrombectomy catheter and intracoronary infusions of nitroglycerin and intravenous infusion of integrilin. After 5 minutes, the flow improved and the st elevations and chest pain resolved. The event is considered resolved without residual effects. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).